Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as no event date was reported. The reported physician is dr. (B)(6). (B)(4) captures the reportable event of balloon burst. Evaluation conclusion code is being used in lieu of an adequate conclusion code for device not returned. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two hurricane rx dilatation balloons used during the same procedure. It was reported to boston scientific corporation that two hurricane rx dilatation balloons were used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure, it was noted that both balloons burst during inflation. There were no patient complications reported as a result of this event.